Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service to report the 16-5301-0 micropore-surgical tape 1x10yds. Patient contact stated that the tape makes her mother skin break out and request to have tegaderm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).